Event description:
It was reported that the healthcare professional (hcp) ¿botched¿ the patient¿s pump replacement surgery in 2011. The patient stated that the hcp ¿rushed through surgery.¿ the patient stated that they started her at a low dose, ¿at what she had been on before the pump and catheter were replaced¿ but the hcp ended up overdosing her on baclofen. The patient stated she was paralyzed and ¿had to scream at them to turn the pump down.¿ when the patient stood to go to the bathroom she fell and hit the floor. The patient spent 2 months in rehab to gain function back in her legs. She stated that ¿now she can somewhat walk but not as goog as she could prior to the surgery in 2011.¿ the pump was used to infuse baclofen (unknown). No outcome or intervention was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).